Manufacturer narrative:
A(a2) age at time of event: 18 years or older.

Event description:
It was reported, that catheter entrapment occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous, and mildly calcified vessel in the left forearm. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, the device got stuck when it was able to cross the guidewire. The device was removed. And the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR: fg sv/5.0-4/4t/40 was received for analysis. A visual examination of the returned device identified that the balloon had not been inflated. An examination of the balloon found no damage or issues. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. This symmetry device is recommended for use with a 0.018-inch (0.457mm) guidewire. The customer guidewire was not returned for analysis. During product analysis the investigator was unable to load the device on to a guidewire due to severe kinking damage to the shaft. A visual examination found no issues with the tip of the device. A visual examination found no issue with the markerbands.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel in the left forearm. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, the device got stuck when it was able to cross the guidewire. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.